Manufacturer narrative:
Initial 3 of 5. Imdrf clinical signs code: code e0209 is not available in database to capture event history log review based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an insulin flow block event with high blood glucose due to a bent cannula, with symptoms of sleepiness, drowsiness, somnolence, headache, and dry mouth on (B)(6) 2026.